Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 01nov2019 and investigated on 14nov2019. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The knob (which was not returned) was detached from the power supply. The receptacles appeared intact. No other visual defects were observed. Based on the condition of the device upon return and the inspection results, the reported failure "break" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The account manager reported the t.w. Power supply serial# (B)(6) knob from his trunk stock has broken off and is now missing. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The account manager reported the t.w. Power supply serial# (B)(4) knob from his trunk stock has broken off and is now missing. No patient involvement.